Manufacturer narrative:
Evaluation summary: a review of the device history record has been performed and no failure that may relate to the reported conditions have been noted. Especially, the records related to the mechanical testing of the textile batch were found within qa specifications. The visual examination of the returned sample shows that: the sample was returned in its original aluminum pouch and placed in specimen container in a biohazard bag. The temperature dot was white. The mesh was found contaminated by blood. The textile knitting pattern, the collagen film and the mesh dimension were found as expected. The waves on the mesh indicated that the device was folded on itself, grips outside and inside, length-wise. The mesh was found torn at the breaking point for 8 cm to the edge of the mesh. The sewing green yarn was visible still attached on the green part. The reported condition was confirmed. It should be noted that the mesh was placed with robotic assistance using a trocar of 8 mm and ripped during the insertion process. The size of the defect was 1 or 2 cm. The product instructions for use (IFU) which accompanies each device states in chapter - ¿operating steps¿ ¿ that ¿¿ b. For the anatomical mesh, it is recommended to fold the mesh on itself, grips outside, length-wise, starting at the anatomical flap seam¿ and ¿4. Grasp the mesh at either end and insert it through the trocar. It is recommended to use a trocar of at least 10mm internal diameter to introduce a mesh of size up to 15x10 cm and a trocar of at least 12mm internal diameter to introduce a mesh of size 16x12 cm or above¿. Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. User error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic total extraperitoneal, when the mesh was inserted through a trocar, the device unfurled and it was noticeably torn and ripped. Another type of mesh was used to complete the case. There was no patient injury.